Event description:
This customer obtained a non-reproducible, higher than expected vitros trop I es result for a single patient sample while using the vitros eci immunodiagnostic analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The biased result was not reported to the clinician. There was no allegation of harm to the patient as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es patient result was obtained. The investigation determined that the sample involved was not processed in accordance with the tube manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Performance monitoring after the event showed evidence of imprecision. An ocd field engineer performed "as needed" maintenance to the well wash subsystem. Performance testing following service confirmed that the vitros eci analyzer and vitros trop I es reagent were operating as expected. A definitive root cause for the event could not be determined. However, pre-analytical sample processing or an analyzer related event cannot be ruled out as contributing factors.